Event description:
It was reported that the femoral trial head fell into the surgical site and could not be retrieved. Surgery was extended 45 minutes while trying to locate it. The surgeon decided to leave it in place after the trial femoral head could not be located.